Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, it was discovered the capsule did not attach when they checked with the scope. The capsule was recovered from the pt's throat. The pt was not injured following the procedure. Another capsule was placed normally.